Event description:
The customer alleged they received a questionable phosphate (inorganic) ver.2 (phos) result for one patient on their p-module. The patient's initial phos result from a sample drawn from the patient's heel was 4.62 mmol/l and it was reported outside the laboratory. The doctor questioned the initial result. The patient had a venous sample drawn and it was tested on a different p-module. The result was 1.70 mmol/l. This result was considered correct. The original sample was repeated on another p-module and the result was 2.02 mmol/l. The patient was not adversely affected by this event. The phos lot number was 688175. The expiration date was requested but not provided. The sample probe was exchanged and the washing unit checked. The probe did not seem dirty and the washing unit was working ok. The field service representative changed the gear pump as it was faulty and adjusted the rinse unit volumes. He said the unit dispensed larger volumes of detergent compared to water, which could result in detergent carry over.

Manufacturer narrative:
This event happened in (B)(6). The specific part number involved in the event was requested but not provided.

Manufacturer narrative:
A definitive root cause could not be determined with the information provided. Additional details were requested but not provided. The calibration and quality control were acceptable.